Event description:
It was reported a pump would not connect to the customer's network. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device meets specification for the reported symptom of "not connecting to the network." Unit was tested per itp 35700-011 with passing results. A test network configuration file was loaded in the pump via the irda port successfully and the unit connected to a test network with the use of a test wireless module. The device will be returned to the customer.